Event description:
Approximately two weeks post achilles tendon repair with orthadapt augmentation, the patient fell. At the time of the fall, the patient did not experience pain or other noted changes, so the fall was not reported to the physician; however, approximately four months post repair, the patient started to experience pain and swelling. The graft was explanted approximately five months post repair.

Manufacturer narrative:
The product manufacturing lot number was not provided. The physician used absorbable sutures to fixate the orthadapt bioimplant; the use of absorbable sutures are contraindicated in the product IFU. The case assessment based on the provided information identified the likely cause of the event to be fixation failure caused by the use of absorbable sutures and patient trauma; a link between the reported event and the graft was not identified during the case assessment. The manufacturer of the device at the time was pegasus biologics, inc. Is the reporting company for the event.